Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a visual examination of the returned device revealed heavy residues were present on the device indicating use and handling. The internal bolster was found to be separated from the device and the bolster was not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing and the feeding tube presented swellings. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached and remained in the stomach. Reportedly, the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally. The procedure was completed with the securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of january 09, 2017. The patient's condition at the conclusion of the procedure was reported to be good.